Event description:
The customer reported that their central nurse's station (cns) experienced a spontaneous reboot during normal operations.

Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) experienced a spontaneous reboot during normal operations. The customer also reported that the cns wouldn't boot up past the windows bios screen. It kept rebooting to a "blue screen." The customer tried swapping the drives, but the issue persisted. They sent the unit in for an exchange. Service requested: exchange. Service performed: evaluation. Investigation summary: the root cause of the issue was determined to be user misuse. The user was forcefully removing the hard drive. The overall risk of this event is "medium." The reported issue does not require further investigation through CAPA process since the issue is considered to be user triggered and not due to nk device malfunction. The following fields are not applicable (na) to the MDR report: d4: lot# & expiration date. G4: device bla number. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: transmitters: model#: ni. Serial#: ni. Additional information: b4: date of this report. D9: device available for evaluation? G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H3: device evaluated by manufacturer? H6: event problem and evaluation codes. H10: additional manufacturer narrative.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) experienced a spontaneous reboot during normal operations. The customer also reported that the cns wouldn't boot up past the windows bios screen. The customer tried swapping the drives, but the issue persisted. They will be sending this unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple transmitters were used in conjunction with the cns, but did not experience failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) experienced a spontaneous reboot during normal operations.